Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that intermittently the device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed during testing that the device would intermittently not boot up. The device was disassembled and the white energy capacitor and j18 spade connector were found to be disconnected. Reconnecting resolved the reported issue. The root cause of the reported issue was the disconnected connector. This device was archived by stryker. The customer received a replacement device.